Manufacturer narrative:
Noted this patient is female. Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a bent is-1 connector pin and damages of the silicone sealing at the pin. The subsequent root cause analysis indicated that mechanical forces during the application of the fixation tool should be taken into consideration. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, the is-1 connector pin was found to be deformed, affecting the active fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was implanted and the pocket was closed. Immediately after closing the pocket, the physician determined that the lead was not in an ideal position. The pocket was reopened and this lead was explanted and replaced. Should additional information be received, this file will be updated.